Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. A lot review was done and the complaint of leakage was confirmed on returned new sister samples. The reported complaint of leaking from the bottom filter can be confirmed based on a similar complaint from the same lot. The probable cause is due to a pinhole in the filter. The damage is typical of an electrostatic discharge to the filter vent during manufacturing. The lot history was reviewed, and the complaint of leakage was confirmed on returned new sister samples on (B)(4) due to a small, centralized pinhole in the filter.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where the customer reported that during an 81-year-old patient's chemotherapy infusion, chemotherapy was noted to be leaking from two consecutive lines. Upon inspection, the leak was found to be coming from the bottom filter. Infusion was stopped, chemotherapy bag was returned to pharmacy to have new lines attached. The chemotherapy spill was cleaned according to policy. There was patient involvement and unknown patient harm.